Event description:
1 year and 180 days following a coronary drug eluting stenting treatment procedure the patient died. The target lesion treated was a severely tortuous mildly calcified, 80% stenosed, 2.5x5mm segment of the 1st obtuse marginal (om) coronary artery. The lesion was predilated at 10 atmospheres, the physician then deployed a 2.5x8mm taxus express2 drug eluting stent at 12 atmospheres in the 1st om. There were no reported complications and the patient was discharged from the hospital two days later. Medications received were integrillin, aspirin, lipitor and plavix. One year and 180 days following the initial procedure the patient died. The cause of death was reported as pneumonia and in the opinion of the physician the target vessel was not involved. There was no autopsy performed.